Event description:
While in pacu after almost 40 minutes patient sat up and began coughing then spit out an approx. 1cm pliable round clear plastic cylinder. Anesthesia and surgeons called to the bedside and unable to recognize origin of plastic piece. Operating room (or) charged rn to the bedside and called stryker rep. Who identified the piece as the protector on the end of the mouth guard/mouth retractor used intraoperatively. Sklar instruments (B)(4) us.